Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2018 regarding a patient receiving hydromorphone (concentration unknown at 0.1499mg/day) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient came to the emergency room with potential withdrawal symptoms and generalized body aches. Because of the reported symptoms, they did not think the pump was working. It was confirmed that the pump was not audibly alarming. A representative was paged to interrogate the pump. No further complications were reported or anticipated.